Event description:
It was further reported that the lead impedance continues to increase. A chest x-ray indicated that the lead looked "fine with no fracture." No noise or oversensing was noted with isometrics.

Event description:
It was reported that the right ventricular (rv) lead impedance has been rising since april. Capture and r-wave sensing remain the same, and there is no evidence of noise or oversensing. The lead remains in use and the clinic will monitor. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).